Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va00hvx, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
On 05-feb-15 (B)(4): the patient reported a shocking or jolting sensation. The patient mentioned she felt an increase in stim when going through the security gates at a store 2 years ago. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.